Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous radial artery. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilation. However, during first inflation for 5 seconds, the balloon did not inflate and was ruptured. The device was completely removed and the procedure was completed with another of same device. There were no patient complications reported.